Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'does not recognize when the door is closed' was not reproduced. A review of the event history revealed evidence of the device does not recognize when door is closed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty lower latch switch. The lower aux requires replacement to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was not recognizing the closed door during testing in the biomedical service department. There was no patient involvement. No additional information is available.